Event description:
On (B)(6) 2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service she was hospitalized for two months with a kidney infection. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 for altered mental status and generalized weakness attributed to unrelated comorbidities. It was unknown if the patient initially experienced these symptoms on or around the time of a pd treatment. It was affirmed the patient did not experience a kidney infection. During the patient¿s hospitalization (exact date unknown), she began to experience abdominal pain and cloudy peritoneal effluent fluid. Diagnostic laboratory testing conducted in the hospital was not reported to the outpatient clinic and results from cultures or white blood cell counts remain unknown. The patient was diagnosed with peritonitis due to unknown etiology. It was unknown whether the patient first contracted this infection at home or in the hospital. The patient was prescribed a one-time dose of intraperitoneal (ip) vancomycin and ip ceftazidime (dosages, frequency and duration not reported) to address the infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (brand and model unknown) for the duration of the admission. The patient was transferred to a rehabilitation facility due to unrelated comorbidities on an unknown date where she continued ccpd therapy on a facility provided cycler (brand and model unknown) for the duration of the admission. The patient was discharged from the rehabilitation facility to home on (B)(6) 2024. It was affirmed the patient¿s initial hospitalization for altered mental status and generalized weakness was unrelated to pd therapy. Additionally, it was confirmed that there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from these events and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection cannot be determined; however, there was no indication this patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though effluent fluid cultures were not reported, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolved peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service she was hospitalized for two months with a kidney infection. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 for altered mental status and generalized weakness attributed to unrelated comorbidities. It was unknown if the patient initially experienced these symptoms on or around the time of a pd treatment. It was affirmed the patient did not experience a kidney infection. During the patient¿s hospitalization (exact date unknown), she began to experience abdominal pain and cloudy peritoneal effluent fluid. Diagnostic laboratory testing conducted in the hospital was not reported to the outpatient clinic and results from cultures or white blood cell counts remain unknown. The patient was diagnosed with peritonitis due to unknown etiology. It was unknown whether the patient first contracted this infection at home or in the hospital. The patient was prescribed a one-time dose of intraperitoneal (ip) vancomycin and ip ceftazidime (dosages, frequency and duration not reported) to address the infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (brand and model unknown) for the duration of the admission. The patient was transferred to a rehabilitation facility due to unrelated comorbidities on an unknown date where she continued ccpd therapy on a facility provided cycler (brand and model unknown) for the duration of the admission. The patient was discharged from the rehabilitation facility to home on (B)(6) 2024. It was affirmed the patient¿s initial hospitalization for altered mental status and generalized weakness was unrelated to pd therapy. Additionally, it was confirmed that there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from these events and continues ccpd therapy on the same liberty select cycler at home post-discharge.